Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2011. The patient's anatomical form was not suitable for the endovascular repair; a bit greater than 50 degree relative to the axis of the suprarenal aorta. The stent graft placement was chosen in order to avoid surgery due to taking steroid. The physician referred to trouble shooting. Coil-embolization was conducted in right internal iliac artery due to right common iliac artery aneurysm. The procedure was conducted as labeled except that the except that the suprarenal stent was deployed before contralateral limb. A proximal type I endoleak was caused by placing the main body a bit downward and left internal iliac artery occlusion caused by left iliac leg graft placement were confirmed. For proximal type I endoleak, re-ballooning was performed. The physician also attempted to place a body extension, but because the left iliac leg was placed reaching to external iliac artery, delivery system of the body extension could not be advanced due to crease of the iliac leg graft, then the physician abandoned body extension placement. However, since blood flow into aneurysm was resolved, he decided to complete the procedure. Additional info provided on (B)(6) 2011: proximal type I endoleak was resolved due to unk reason, but re-ballooning might have contributed to the resolution. There has been no additional treatment conducted for left internal iliac artery occlusion. There is a possibility that gluteal claudication will occur.

Manufacturer narrative:
(B)(4) - occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, each device is sent with an IFU which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of pts with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems. Non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm; with a diameter measured outer wall to outer was of a greater than 32 mm and no less than 18 mm; with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." "Unless medically indicated, do not deploy zenith flex aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow organs or extremities..." "...incorrect deployment or migration of endoprosthesis may require surgical intervention." "Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is inaccurate deployment. This failure modes was determined based on the provided event description. In addition, it appears that the device was used outside the indications for use, and the deployment sequence was not properly followed. We will continue to monitor for similar complaints. The appropriate personnel have been notified. No further risk reduction activities are required per quality engineering risk assessment (qera) the risk remain at an acceptable level.